Event description:
Severe pelvic pain, back pain, bleeding, allergic to nickel and was not tested to it prior to being implanted. Uterine fibroids and "endometerious" resulting in possible hysterectomy at the age of (B)(6).